Event description:
A customer reported to baxter product surveillance of a vial mate reconstitution device in which the reconstituted medication vancomycin, leaked back into the vial from an unknown 250ml bag. This condition occurred while medication was being administered to a patient. All connections were secure. The needle of the device was penetrating the stopper. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.